Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the air inlet cover of a buretrol solution administration set separated from the set. The reporter stated that the air inlet cover had been attached; however, when the air inlet cover was touched, it fell off the set. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).the actual device was not available; however, a retained sample was evaluated. Visual inspection and gravity testing were performed with no issues noted. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.